Manufacturer narrative:
(B)(4). One brk needle/stylet assembly was received for evaluation. The needle had bends throughout its body. No other visual anomalies were noted. Functional testing with the sheaths and dilators returned with the brk needle/stylet assembly was performed with no functional anomalies noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a left atrial appendage closure procedure using a brk transseptal needle, a pericardial effusion occurred. During the transseptal puncture with a brk transseptal needle, the right atrial appendage was perforated. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient.